Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received eleven appropriate treatments, ten of which converted the arrhythmias to a slower rhythm and one which did not convert the arrhythmia to a slower rhythm. The patient also received an inappropriate treatment. The device was started up at 05:33:13 on (B)(6) 2023. At 09:19:18, an arrhythmia was detected. ECG shows nsvt. At 09:20:29, the patient received the inappropriate treatment. Rhythm at time of treatment was nsvt. Post shock rhythm was sinus rhythm @ 80 bpm with pvc¿s. At 10:44:44, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 10:45:14, the patient received the first appropriate treatment. Rhythm at time of treatment was vt @ 250 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with pvc¿s. At 10:50:17, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 10:50:52, the patient received the second appropriate treatment. Rhythm at time of treatment was vt @ 270 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm with pvc¿s. At 14:01:33, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 14:02:13, the patient received the third appropriate treatment. Rhythm at time of treatment was vt @ 200 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm. At 14:03:10, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 14:02:13, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vt @ 210 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm. At 14:04:44, an arrhythmia was detected. ECG shows nsvt. At 14:05:18, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vt @ 190 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with nsvt. At 14:05:48, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 14:06:23, the patient received the sixth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vt @ 220 bpm. At 14:06:51, the patient received the seventh appropriate treatment. Rhythm at time of treatment was vt @ 200 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with nsvt and hb. At 14:19:11, an arrhythmia was detected. ECG shows vt @ 170 bpm. At 14:20:23, the patient received the eighth appropriate treatment. Rhythm at time of treatment was vt @ 170 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm with pvc's. At 14:28:29, an arrhythmia was detected. ECG shows vt @ 190 bpm. At 14:29:33, the patient received the ninth appropriate treatment. Rhythm at time of treatment was vt @ 200 bpm. Post shock rhythm was sinus tachycardia @ 110 bpm with nsvt. The rhythm then degrades to vt @ 200 bpm. At 14:30:17, an arrhythmia was detected. ECG shows vt @ 190 bpm. At 14:30:51, the patient received the tenth appropriate treatment. Rhythm at time of treatment was vt @ 210 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm. At 14:31:49, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 14:32:58, the patient received the eleventh appropriate treatment. Rhythm at time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 80 bpm with pvc¿s. The device was shut down at 14:53:37 on (B)(6) 2023.